Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report.

Event description:
It was reported, that the lip of the mask "can lodge under the patients tracheostomy tube and when removing the mask can pull the tube out causing loss of airway. This has almost happened on a number of patients since starting to use this product." There was no injury reported.

Manufacturer narrative:
The suspected item was no received. Dräger was asking for photographic images or videos which may describe the reported aspect but no further information was received so far. Dräger is not aware of any other similar complaints. Due to lack of information no deeper investigation could be performed. Based on the initial description is no reliable conclusion possible. The fact that there are no similar complaints reasonably suggests that product design and usability are suitable for the intended purpose. The issue is considered a single event.

Event description:
Please refer to initial MFR report #9611500-2018-00142.